Event description:
It was reported while using bd micro-fine ultra¿ pro pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: an individual contacted me this morning to tell me that he could not prick himself with the needles of the reference 320562. Apparently the product does not work. He already had to throw away about 20 needles.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine ultra¿ pro pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: an individual contacted me this morning to tell me that he could not prick himself with the needles of the reference 320562. Apparently the product does not work. He already had to throw away about 20 needles.